Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fire department medical officer reported his adc blood glucose meter provided a high reading of 125 mg/dl compared to a hospital reading of 47 mg/dl. The medical officer reported that at approximately 6:00 am on (B)(6), 2014, he received a call from a patient because of stroke like symptoms (i.e. Slurred speech), and upon his arrival at 6:10 am, a blood glucose result of 125 mg/dl was obtained using the adc meter. Patient was transported to a local hospital and at approximately 6:25 am, a hospital reading of 47 mg/dl was obtained. The medical officer could not confirm what, if any, diagnosis or treatment the patient received at the hospital but stated, "the patient might receive glucose from the hospital". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory.